Event description:
Allegedly painful tha; revised.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to shedding of metal debris into bloodstream, tissue damage, persistent pain and decreased mobility.

Manufacturer narrative:
This report is not complete; investigation pending. Trends will be evaluated. This is the same event as 3010536692-2014-01417, 01418.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Additional information was received.